Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the handle dings and scratches were noticed throughout the shaft. Also, it was confirmed that separation between the insulation and distal tip is present. It was noticed that this unit could have possibly been repaired by a third party in the past. The handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and the reference number. The handle failed the insulscan test. IFU 10000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle dings and scratches were noticed throughout the shaft. Also, it was confirmed that separation between the insulation and distal tip is present. It was noticed that this unit could have possibly been repaired by a third party in the past. The 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and the reference number. The 5mm peek multifunction handle failed the insulation integrity test. IFU 10000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.